Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze on "formatting report". The programmer was restarted and the user attempted to format the report again and the programmer froze immediately. The call taker recommended that the caller contact their company representative to interrogate the patient. The device is expected to be returned to service. No patient complications have been reported as a result of this event.